Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h6, h11. The device was evaluated by the regional repair center, and the reported failure was not confirmed. Olympus provided the following result of the culture test, performed at the third-party labs. Sampling date: (B)(6) 2025 sampling from: all channels cfu: <1 in addition, the following reportable malfunctions were identified: plastic distal end cover was burned. The most probable cause of the additional finding was not established. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation.

Event description:
No additional information from the customer.